Event description:
The pt stated, that she has bent 4 of her headsets, while inserting them into her body. She stated, she tested her blood glucose 45 minutes after inserting the first head set, and she found that her blood glucose was elevated and, when she removed her head set the cannula was bent in half. She then inserted a new head set and started the process over again. This happened 3 more times. She stated her blood glucose elevated to 425 mg/dl. She gave herself an insulin injection to lower her blood glucose. Her normal blood glucose range is 130-140 mg/dl. Upon follow up, the pt stated that the 5th headset she inserted worked well and she was able to bolus with her infusion device and her blood glucose was normal. The pt did not require assistance from a healthcare professional or second party to address this issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.